Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, a rise in sensing and pacing lead impedance was observed on the right ventricular lead. There are no plans to address the issue and the patient will continue to be monitored.

Event description:
New information received notes that the right ventricular lead was capped and replaced on 13 nov 2019 due to high capture thresholds and a rise in the pacing lead impedance. The patient was stable after the procedure.